Event description:
It was reported that a physician obtained an error message "programmed current is possibly not being delivered" after he had programmed a pt to a higher output current. No further warning message was received, and the pt left the office at the intended settings. It is possible the event is related to an interruption in communication during the programming sequence. Breaks in communication between the handheld device and generator can be caused by either pt movement or fr interference. Manufacture is pending a pt visit and analysis of their programming software once uploaded at that office visit.